Event description:
It was reported that a thrombus was not visualized on the innosight ultrasound system during a portable focused echo scan and pathology. A repeat echo was performed at a later date using a different system. The thrombus was visualized. The patient received a bone marrow transplant and subsequently died. An internal site investigation is currently underway to determine whether the lack of visualization of the substrate contributed to cause of death. Philips has started an investigation, and upon completion, a follow-up report will be submitted.

Manufacturer narrative:
A thorough investigation was performed by the innosight ultrasound system manufacturer to determine the cause of the reported issue. It was determined that the image quality was as expected. Therefore, based on the information received, it does not appear a device malfunction caused or contributed to the reported event; however, this may indicate a use issue for not adjusting imaging settings e.g. Parameters, modes, to enhance the image further. No further action is necessary at this time. No similar issues for this device have been reported.